Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart xl+ defibrillator had a red x and beep along with leads ECG hardware error log messages (9:15 - ECG failure - lead). There was no reported pt involvement or negative pt impact.